Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for an evaluation. A visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. This condition precluded being able to measure the diopter. However, the lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the manufacturing records showed no deviations. The diopter measurement records was verified and showed to be within specifications. This was in compliance with the labeled dioptric power of 13.5 diopter for this lens. The batch has passed all acceptance criteria for all tests performed and is within all specifications all pertinent information available to abbott medical optics has been submitted. The word dysphotopsia was misspelled in the event description text: a physician reported that a intraocular lens (iol) was explanted because the patient was unable to adapt to multifocality and experienced dysphotopsia. A new iol was implanted during the same procedure. No patient complications were reported.

Event description:
A physician reported that a intraocular lens (iol) was explanted because the patient was unable to adapt to multifocality and experienced dysphtopsia. A new iol was implanted during the same procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics inc has been submitted. (B)(4): placeholder.